Event description:
It was reported that (1) tlc75 and (1) mcl20 and (1) pmw35 were used during unknown procedure. It was reported by the rep that these instruments were given to the or purchaser with no info regarding the surgeon, the procedure, or the type of difficulty encountered. The or purchaser was not even sure exactly when the events took place. The or purchaser had the instruments in there possession for some time before rep was notified. All the instrument were turned in under the same circumstances.